Event description:
Per the clinic, the patient experienced an infection (cellulitis) and pain at the abutment site. The patient was subsequently placed under general anesthesia on (B)(6) 2025 for a revision surgery in order to convert the patient to a transcutaneous osia implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture. The patient also underwent a skin revision surgery during the same procedure where minor/local flaps were made.